Event description:
It was reported by japan that during service and evaluation, it was determined that the motor device had vibration. It was further observed that the device had cord damage, scratched hose, cosmetic damage, and illegible etch. It was determined that the device had loose housing pin and was making excessive noise. It was further determined that the device failed pretest for visual assessment, loctite assessment and noise assessment. It was noted in the service order that the device had worn housing pin and difficulty in removing attachment. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Additional narrative: device evaluation: the actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the reported condition of vibration identified during service and evaluation was confirmed. The assignable root cause was determined to be traced to component failure from wear. UDI: (B)(4).